Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (initial reporter and event site email), e3, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: b5, h6 (medical device problem code, health effect clinical and impact codes). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the unit showed fault codes prior to the event, and under the fault codes on the service manual, the executive processor board was to be replaced. So, the fse replaced the executive processor board (0670-00-0770). The fse then ran the unit on a test balloon overnight and the next morning, the display was frozen again. So, the fse returned to replace the video generator board (0670-00-1182). The fse then ran the unit on a test overnight on the weekends with no issues. The unit was then returned for clinical use.

Event description:
It was reported that during use, the screen of the cardiosave intra-aortic balloon pump (iabp) froze. No patient harm reported.

Manufacturer narrative:
Due to character restrictions, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) screen went blank while on patient.